Manufacturer narrative:
As reported, the handle of capsure device felt hard and could not be able to fix properly during fixation. Based on the information available and without having the sample to evaluate, no conclusions can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for fastener delivery. The IFU states, ¿compress hand piece trigger in a single, complete and uninterrupted stroke to drive a permanent fastener through the mesh into the tissue. Keep consistent counter pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position¿. The precautions section states if the fastener does not deploy properly, remove the device from the patient and test the device in gauze to ensure proper fastener deployment, otherwise discard the device appropriately and use a new capsure permanent fixation system. Once proper fastener deployment is confirmed, the device may be reinserted into the patient. Note, the date of event (13-feb-2024) is considered to be a best estimate based. Addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document the sample evaluation results. Evaluation of the returned sample could not reproduce the reported event that the device was hard to actuate and failed to fixate. As received the fasteners were not exposed from the cannula. Functional and simulated use testing found the device to function as intended. The reported deployment issues are most likely the result of an event occurring during user/device interface resulting in the device to go out of synchronization. No manufacturing anomalies found. Updated fields: b4, d9, g3, g6, h2, h3, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : sample evaluated.

Event description:
As reported, the surgeon felt the handle of capsure fixation device was hard from the starting of the procedure. It was reported that during fixation, it was felt hard and could not be fixed properly. There was no reported patient injury.

Manufacturer narrative:
As reported, the handle of capsure device felt hard and could not be able to fix properly during fixation. Based on the information available and without having the sample to evaluate, no conclusions can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for fastener delivery. The IFU states, ¿compress hand piece trigger in a single, complete and uninterrupted stroke to drive a permanent fastener through the mesh into the tissue. Keep consistent counter pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position¿. The precautions section states if the fastener does not deploy properly, remove the device from the patient and test the device in gauze to ensure proper fastener deployment, otherwise discard the device appropriately and use a new capsure permanent fixation system. Once proper fastener deployment is confirmed, the device may be reinserted into the patient. Note, the date of event (13-feb-2024) is considered to be a best estimate based. Note: section a: through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, the surgeon felt the handle of capsure fixation device was hard from the starting of the procedure. It was reported that during fixation, it was felt hard and could not be fixed properly. There was no reported patient injury.